Event description:
The customer reported that the device failed to power up. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. No patient involvement was reported. The customer had stated that they thought water damage had impacted the device power. Philips (B)(4) evaluated the device and verified the reported symptom. No water damage was evident. Philips found that an internal cable was loose which prevented the device from powering on. The cable was connected properly and the device passed all testing before being returned to service. The failure to power up was due to a loose cable connection.